Event description:
Patient had been exposed to radiation therapy. After the last therapy session, pacemaker switched to standby mode; after device re-initialization, the displayed residual longevity was equal to 26 years, which is unexpected.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.